Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 felt tight and they gave it a push. The distal portion of the device fell off in the patient's leg. Not the scissors but the black piece approximately 1 inch long came off of the distal end of the hemopro. The procedure was completed however they were unable to get the broken piece out and had to make a second incision in the patient's groin to get the broken piece out of the leg. Patient is stable and following normal post op course.

Manufacturer narrative:
Corrected sections: type of reportable event. (B)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 felt tight and they gave it a push. The distal portion of the device fell off in the patient's leg. Not the scissors but the black piece approximately 1 inch long came off of the distal end of the hemopro. The procedure was completed however they were unable to get the broken piece out and had to make a second incision in the patient's groin to get the broken piece out of the leg. Patient is stable and following normal post op course.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Blood was observed on the harvesting handle and toggle. Blood and charred tissue were observed on the jaws. The sheath was observed to be peeled off at the tip of the shaft. The shrink tubing (sheath) was returned with no observed burns or cuts. The heater wire was observed to be flexed away from the center of the hot jaw but remained attached at the base and at the tip of the hot jaw. Based upon the evaluation results, the reported failure "peeled; shaft" and analyzed failure "bent; wire" was confirmed. Specific actions for the analyzed failure "bent wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 felt tight and they gave it a push. The distal portion of the device fell off in the patient's leg. Not the scissors but the black piece approximately 1 inch long came off of the distal end of the hemopro. The procedure was completed however they were unable to get the broken piece out and had to make a second incision in the patient's groin to get the broken piece out of the leg. Patient is stable and following normal post op course.